Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the left eye approximately 10 months after implantation and completion of all light treatments due to superior displacement and anterior tilt of the lal, in addition to patient complaints of intermittent glare, blurriness, intermittent irritation and pressure with tiring of the left eye. A new lal was implanted as a replacement. No additional information is available.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).